Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The lesion was located in the superficial femoral artery (sfa). The sterling monorail 3.0mm x 40mm balloon catheter was advanced to the lesion for treatment and ruptured at 14atms on the first inflation. The procedure was completed with a different device. There were no patient complications or injuries. The patient's status was reported as "good".

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore, a failure analysis of the balloon catheter could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.